Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Everything went according to plan in surgery and nothing seemed abnormal. That afternoon doctor indicated to the rep that there may be locking mechanism issue with the poly. Patient was scheduled for poly swap on the (B)(6) 2014.

Manufacturer narrative:
An event regarding seating locking issues involving a x3 triathlon cs ins size4 13mm was reported. The event was confirmed. Device evaluation not performed as no devices were returned for evaluation. Medical records and evaluation indicated that insufficient medical information was provided. The clinician did state that the x-rays show the locking mechanism dislodged. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves an issue with the locking mechanism for the poly insert. The patient received a poly swap the next day. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
Everything went according to plan in surgery and nothing seemed abnormal. That afternoon doctor indicated to the rep that there may be locking mechanism issue with the poly. Patient was scheduled for poly swap on the (B)(6) 2014.